Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels reaching 275 mg/dl. Reportedly, the customer's health care is working with the customer on adjusting the pump settings. Customer delivered boluses to address elevated bg levels.